Manufacturer narrative:
B3: year and month of event has been provided; day is unknown investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid is leaking from the base of the syringe connection cadd cassette connector during priming. There was no patient involvement.